Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due high blood glucose of 496mg/dl. The customer stated that his blood glucose was high the night before and bolused before bedtime. The customer woke up in the 400s range and was vomiting. The caller mentioned that the infusion set was pulled out and it was bent, but the insulin pump did not alarm no delivery. Troubleshooting was performed, and the alarm history shows two no delivery alarms happened prior to his admission. No further information was provided.